Manufacturer narrative:
Investigation conclusion: a review of the package insert (pi) was conducted for clarity of instructions. No issues were found. The customer's reported problem was related to a deviation from the instructions called out in the pi. Root cause: customer procedural error. Source: phone.

Event description:
Suspected false negative flu a result for 1 symptomatic patient. The customer communicated that the patient was retested by using sputum sample (off-label use) and resulted positive for flu a. No additional confirmatory testing was mentioned.